Event description:
A maude report was initially received from the FDA on 10/21/09 reporting an incident from (B) (6) 2009 of a customer that experienced a peripherally inserted central catheter (PICC ) line infection in a neonate. This facility had recently changed to baxter clearlink IV tubing. The report indicates due to the design of the injection ports, each must be accessed with a syringe during set-up to remove trapped air that is not otherwise removed during the priming process. Prior to this month, the neonatal intensive care unit (nicu) had 320 days with no central line infections. Since changing to this tubing, there have been 3 cases confirmed and one suspected. No additional information was provided. This is the related complaint for patient (B) (6). This was a (B) (6) infant with laparotomy with ileostomy and mucus fistula. Additional information indicates: "this was a (B) (6) infant who had surgery (unknown) in the unit at (B) (6). The following day the infant met the guidelines for peripherally inserted central catheter (PICC). The line was inserted. The dressing was removed 2 times on day one for repositioning. The next dressing change on day two for repositioning. The entire line of tubing was changed 5 times during the 15 day duration of the PICC line. The infant became symptomatic on day 15. Cultures were drawn and several cultures were positive for staphylococcus hominis and enterobacter, suggestive of skin contaminants. Nafcillin and gentamycin were initiated on (B) (6) 2009, and then changed to vancomycin on (B) (6) 2009. Medications were not given through the PICC line. The PICC line was removed on (B) (6) 2009. The patient length of stay was increased, however the patient outcome was good."

Manufacturer narrative:
(B) (4). An FDA letter of inquiry was received dated 10/05/09 which identified product code 2c8671 as the code involved in the incident involving maude report (B) (4) this was not the product code identified in the original maude report (B) (4). Baxter requested clarification from the FDA related to the discrepancy in the product codes and the FDA agreed to investigate. The final clarification of the codes was received from the FDA on 01/14/2010. The FDA advised baxter that both codes had been involved in these incidents and both codes had been reported to them. As a result, the FDA stated they required investigation results for both product codes. This complaint was opened for product code 2c8671 and is related to complaint (B) (4) involving product code 2c8864. Based upon the event description in maude report numbers (B) (4), (B) (4), and (B) (4), the customer indicated that central line infections were occurring "due to the design of the injection ports, each must be accessed with a syringe during set-up to remove trapped air that is not otherwise removed during the priming process." Although the complaint samples were not received to verify the failure mode, the complaint event description appears to indicate that the clearlink y-site was the component in question. Taking a conservative approach, baxter reviewed the design fmea for the clearlink y-site in order to determine the expected frequency and severity of microbial ingress (i.e. Central line infections). This failure mode is addressed in the fmea and there are controls and mitigations in place to minimize the occurrence. Based upon trend analysis of bloodstream infections (bsis) for all product codes containing a clearlink y-site (including both 2c8671 and 2c8864s product codes), we have determined that the reported event occurred with lesser frequency. The clearlink y-site has been tested for multiple actuations / flushes. Baxter recommends that proper aseptic technique is followed during each actuation / flush of the device. The clearlink y-site fmea notes that the expected frequency for microbial ingress is remote with a severity described as: can cause harm to user and/or environment?. Using the same scale for the reported patient reaction complaints that were associated with bsi events over the past 24 months, the observed frequency is less than remote. There have been no design changes or modifications in the device since first marketed, including sterilization that may be related to the event. The following thirteen (13) mdrs are related to blood stream infection (bsi) events. Mdrs are related to product codes containing a common component (clearlink y-site), a common problem code (patient reaction) and a common clinical presentation (bsi). These are the associated MDR numbers: 6000001 2009 00363, 6000001 2009 00997, 6000001 2009 00998, 6000001 2009 00999, 6000001 2009 01000, 6000001 2009 01001, 6000001 2009 01002, 6000001 2009 01003, 6000001 2009 01004, 6000001 2009 01076, 6000001 2009 01077, 6000001 2009 01078, and 6000001 2009 01079. All the bsi complaints associated with product codes containing a clearlink y-site are identified in response # 4. Of these, only the four (4) from the customer associated with (B) (4), (B) (4), and (B) (4) (6000001-2009-01076, 6000001-2009-01077, 6000001-2009-01078, and 6000001-2009-01079) have event descriptions reporting bsis due to the number of accesses to the set through the clearlink y-site. No follow-up investigation or education has been conducted.